Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that pegasus leaked. The following information was provided by the initial reporter: during the transfusion, the nurse found that there was liquid exudation at the indwelling needle, and the cause was found to be broken at the clamping place at the front end of the indwelling needle after investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus leaked. The following information was provided by the initial reporter: during the transfusion, the nurse found that there was liquid exudation at the indwelling needle, and the cause was found to be broken at the clamping place at the front end of the indwelling needle after investigation.